Event description:
It was observed that during the device evaluation that the flex video scope air / water-cylinder, air / water tube and jet tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Deviations from instruction for use (IFU) are unknown as three attempts were performed to obtain additional information, but no response was received from the customer. Additionally, no physical damage was observed at the locations where foreign material remained. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.